Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to instability. Patient has cysts around the glenoid.

Manufacturer narrative:
The revision reported was likely the result of joint instability and may have been related to the patient's rheumatoid arthritis.